Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's battery terminals were corroded and some were peeling off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Two batteries would be returning. The serial numbers were unknown.

Manufacturer narrative:
Corrected data: sections e2 and e3: occupation corrected. Section h5: corrected to "no". Section h8: corrected to "reuse". Manufacturer's investigation conclusion: the reported event of the corrosion damage could not be confirmed with returned 14v battery (serial # (B)(6)). The returned product was unremarkable. The battery pack was accepted for charge with no error code when inserted into the test universal battery charger. The battery passed the discharge/charge test using an electronic load based battery test system. A root cause of the corrosion damage could not be determined. 14v battery (serial # (B)(6)) was manufactured on 21jun2023 by the supplier. The battery was received for inspection under batch number 9129934. Heartmate 3 instructions for use rev a. Under section 3, battery charger overview, describes setting up the battery charger before use ¿before using the battery charger to charge heartmate batteries, it must be plugged in and turned on. The display panel on the front of the charger displays messages during setup and operation.¿ also, under ¿checking battery charge status using the on-battery power gauge¿, describes how to use the on-battery power gauge to confirm that the battery is fully charged. Under section 7, alarms and troubleshooting, battery related advisory messages ¿if the battery charger detects a problem with a battery, such as battery voltage too high or too low, or open battery circuit, the red light for the pocket comes on and a telephone symbol appears on the display panel to indicate a battery fault¿. Under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.